Manufacturer narrative:
Fractured insertion post. Implant is massive damaged. The damage indicates the use of non-system tools (pliers). We only received the implant for product analysis the insertion post was not returned.

Event description:
Fractured insertion post.